Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan alleging that her onetouch ultra meter displayed an error 2 ¿ strip issue message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2018 at 11:26am. The patient confirmed that she does not take any diabetes medications as she is hypoglycemic and not diabetic, and she did not specify making any changes to her usual routine in response to the reported issue. The patient claimed experiencing symptoms of ¿dizzy and shaky¿ after the alleged issue began (could not remember exactly how long after) and denied receiving any form of medical intervention in response to the reported issue, although she stated that she ¿just lay down¿. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the device, the correct test strips were being used and there had been no misuse of the device. The csr was however unable to walk the patient through a re-test as the test strips available had expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.